Event description:
Reporter alleged discrepant results during back to back testing, customer stated glucose read 209 mg/dl at 12:54 pm versus 109 mg/dl at 12:59 pm, afterwards obtained a reading of 267 mg/dl within another 9 mins, and 119 mg/dl within another 6 mins. Customer indicated not taking normal breakfast and lunch diabetes medications as a result of the comparison, however, no other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.